Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. Servicing of the unit was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer was not returned to fisher & paykel healthcare for inspection. Our analysis is accordingly based on the event information and our knowledge of the product. Even after several attempts from fph, further information in regards to the reported event and photographs of the reported complaint unit were not provided by the customer. Results: we are unable to confirm and determine the root cause of the reported "cracked upper head casing" of the iw910 mobile infant warmer, as the unit was not returned to fph for investigation and further information was not received. However, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. Servicing of the unit was requested. No patient consequence was reported.